Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was sticky also multiple times to get them to respond. Customer's blood glucose level was unknown at the time of the incident. Customer stated the alarm as loud as was always been also scratches all over screen and insulin pump. Customer sated the insulin pump still alert them when they had a low battery or low reservoir. The device will be returned for analysis.